Manufacturer narrative:
Additional information: the device packaging was not compromised during storage; and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed during the procedure; however, it is unknown if the patient receive prophylactic antibiotics prior to the procedure. The patient received local anesthesia; and the procedure was performed as inpatient for an unknown hospital duration. It is unknown how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or if the patient experienced a recent infection (e.g. History of (B)(6), diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker; or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. There was no issue or complication experienced as the mynxgrip was deployed in the patient; and the sealant was deployed at the intended location. The infection was treated by pressing out the pus and giving antibiotics.  As reported, there was an infection at the femoral artery puncture site eight days after using a 5f mynxgrip vascular closure device (vcd). Approach was made with a 5f sheath for a diagnostic peripheral procedure. The device packaging was not compromised during storage; and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed during the procedure; however, it is unknown if the patient received prophylactic antibiotics prior to the procedure. The patient received local anesthesia; and the procedure was performed as an inpatient for an unknown hospital duration. It is unknown how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or if the patient experienced a recent infection (e.g. History of (B)(6), diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker; or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. There was no issue or complication experienced as the mynxgrip was deployed in the patient, and the sealant was deployed at the intended location. The infection was treated by pressing out the pus and giving antibiotics. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1635402 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Please note that patient information is unknown at this time.                (B)(4).             (B)(6).   The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was an infection at femoral artery puncture site eight days after using a 5f mynxgrip vascular closure device (vcd). Approach was made with a 5f sheath for a diagnostic peripheral procedure.

Manufacturer narrative:
As reported, there was an infection at the femoral artery puncture site eight days after using a 5f mynxgrip vascular closure device (vcd). Approach was made with a 5f sheath for a diagnostic peripheral procedure. The device packaging was not compromised during storage; and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed during the procedure; however, it is unknown if the patient received prophylactic antibiotics prior to the procedure. The patient received local anesthesia; and the procedure was performed as an inpatient for an unknown hospital duration. It is unknown how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or if the patient experienced a recent infection (e.g. History of mrsa, diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker; or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. There was no issue or complication experienced as the mynxgrip was deployed in the patient, and the sealant was deployed at the intended location. The infection was treated by pressing out the pus and giving antibiotics. A non-sterile mynxgrip vcd 5f involved in the reported event was returned for investigation. However, the device was received with no evidence of blood and with the sealant still in the manufacturing position inside the shuttle cartridge (the sealant was never deployed), which does not match the original reported incident. Visual inspection revealed a radial tear in the balloon approximately 3 mm from the balloon¿s proximal tip. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), which suggests that the patient anatomy and/or other procedural devices may have contacted the balloons, potentially contributing to a tear in the balloon. A review of lot f1635603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event.  Based on the information provided and the investigation performed, the root cause of the infection and the balloon tear noted during analysis could not be conclusively determined. However, procedural factors and the handling process may have contributed to the failure noted at the bench level. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the device history record (DHR) review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.